Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a previously stented lesion at the bifurcation of the left anterior descending (lad) and circumflex (cx) coronary arteries. A hi-torque turntrac guide wire was advanced to the cx and an unspecified optical coherence tomography (oct) catheter was advanced to the lad. On removal of the oct, resistance with the guide wire was met and the tip of the guide wire unraveled. The guide wire remained in one piece. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported break and the reported stretched coils were able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal of the unspecified optical coherence tomography (oct) catheter, interaction with the oct catheter resulted in the reported difficulty to remove. Manipulation of devices resulted in the reported stretched coils and ultimately resulted in the reported break. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the hi-torque turntrac guide wire was removed independently from the anatomy. There was no clinically significant delay in the procedure. No additional information was provided.